Event description:
At 9pm catheter insertion was performed; positioning catheter, it became difficult to remove beyond 20 cm. After several gentle attempts catheter broke. Portion retained in pt was removed successfully under angiography, the next day 5/13/94.